Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. No reports of any patient incident involving this pump.

Manufacturer narrative:
The device involved was returned for evaluation.